Manufacturer narrative:
(B)(4). After the surgery was completed, the unit was defrosted and re-tested. The customer then reported that it was working properly. The field service representative (fsr) ran the unit in all modes but could not verify the reported issue. He checked the analog to digital (a/d) circuit board calibration and found out that this was out of specification. He adjusted gain (r29) for correct reading. The unit operated within manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the "service" light was on and alarm was sounding while in "maintain" mode. The alarm stopped a little while later. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.